Event description:
Customer reported that the buttons on the insulin pump scrolled to 500 without input . Customer could not recall any significant events leading to this keypad issue. The blood glucose reading was not given. Customer did not want to go to manual injections as he had a surgery the following morning. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip and a cracked case near display window corners were noted during the visual inspection. All buttons functioned properly. However, moisture damage was noted on the keypad traces. No button error alarms were noted.